Event description:
Two incidents were reported in this case: a probably coagulated sample is introduced to the analyser. The analyser provides remarks to some - but not all parameters. A new sample taken later is analysed at another analyser gives different results of thb and bili. The suspected sample is analysed after a sample, which is reported coagulated. It is assumed that a clot from the coagulated sample is aspirated into the analyser and is not removed by the following rinse. The clot is still present in ph/bg module when the next sample is introduced. The result is not provided with a question mark. Two samples prior and one sample after, the suspected misreported sample is showing sample error. Another sample taken at the same time gives different results of thb and bili when tested on another analyser. There were no death or deterioration in health. The doctor did not trust the results.

Manufacturer narrative:
It has not been possible to get all the relevant info for making a conclusion to this case yet. Therefore a final report will be send within two months.